Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device's battery back up is not available. There was no patient involvement.

Manufacturer narrative:
Report source: foreign and user facility.